Event description:
The patient had elective procedure for revascularization of left lower extremity for her claudication. The stent was positioned but could not be deployed. Upon withdrawing the stent it became dislodged and partially deployed at the aortic bifurcation. Multiple attempts to snare and remove device, then it began to thrombose. The patient was taken emergently to or for femoral artery exploration, common femoral artery patch and femoral-femoral bypass grafting.